Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with missing segments/partial display due to cracked and bleeding liquid crystal glass. Unable to confirm excessive no delivery alarm and unable to perform any tests due to liquid crystal glass physical damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm. The customer's blood glucose was 12.8 mmol/l at the time of incident. Customer stated the insulin exited. The device was not expected to be returned for analysis.